Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of hospitalization for high blood glucose of 447mg/dl and a no delivery alarm.customer was advised to change the infusion set, reservoir and insulin. Troubleshooting assisted the customer's nurse with reviewing the bolus history. Customer declined to troubleshoot their high blood glucose. Troubleshooting advised nurse to assist customer with treating the high blood glucose per the healthcare's professional's recommendation. Customer declined to return the infusion set for analysis. No further details.